Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the mid-section of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks noted which were not mentioned in the complaint event most likely occurred as a result of unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.